Manufacturer narrative:
(B)(6). A2: age at time of event: 18 years or older.

Event description:
It was reported that the microcatheter was fractured. A 135/10 renegade hi-flo was selected for embolization of renal artery. During preparation, it was noted that the microcatheter was fractured after unpacking. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - (B)(6). A2: age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. The device was inspected for any damage or irregularities. The device showed a fracture located 9.2cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for a fracture. No other issues were identified during the product analysis.

Event description:
It was reported that the microcatheter was fractured. A 135/10 renegade hi-flo was selected for embolization of renal artery. During preparation, it was noted that the microcatheter was fractured after unpacking. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.